Manufacturer narrative:
Concomitant products: product ID 37751, serial # (B)(4), product type recharger; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3550-39, lot # n340085, implanted: (B)(6) 2012, product type accessory; product ID 37744, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The patient reported that she had the stimulator to help her nerves and the implantable neurostimulator (ins) just went dead so she needed to recharge. Because she did not have stimulation she had spasms and electrical shocks. The patient was being shocked by the patient. The patient mentioned she had lost weight and had prosthetics. It was also noted that the recharger was dropped and it shattered into pieces. The patient's relevant medical history includes non-malignant pain and phantom limb pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that the shocks and spasms returned when the batteries died on the device. The battery had not been lasting as long; some weeks the patient needed charge it weekly others she needed to charge it two times weekly. The patient had the charging device replaced and the issue with the dead implant and return of symptoms was resolved.